Event description:
Reporter indicated that the dell handheld computer screen would not turn on, and remained black. After charging and resetting the computer, the first screen displaying "cyberonics" would appear but did not advance. It was reported that further resets, removing the battery and flashcard did not resolve the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.